Event description:
Hemodialysis treatment. Just got started and noticed lots of air in the line infected and noted a crack at blood pump segment treatment discontinued pt lost approx 250 cc blood. Renal balloon and attending informed hct/hgb sent.